Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and exchanged the ac power cord reel assembly for a new one. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the line cord for the cardiosave intra-aortic balloon pump (iabp) was defective and would not stay out of the iabp unit. It was noted that the line cord would keep recoiling and coming unplugged. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.